Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge of the minicap fell out of the device. The patient stated the packaging of the minicap was not opened or damaged before use and they were stored away from heating and cooling sources. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available. This is report 13 of 17.

Manufacturer narrative:
(B)(4). The device was manufactured between 06/20/2014 and 06/27/2014. As the minicap was not returned, a device analysis was unable to be completed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up report will be submitted.